Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
Patient's blood glucose rose to 24.5 mmol/l (441 mg/dl) and ketone levels at 5.5 mmol/l, resulting in symptoms of vomiting and dizziness. The pod was worn on the leg for a duration of 37 to 48 hours. Initial presentation was made to the emergency room with a stay of approximately two hours prior to hospital admission. The total hospital stay lasted approximately 15 hours. Diagnosis was confirmed as diabetic ketoacidosis. Treatment included administration of saline and insulin drips. The pod was removed and discarded at the hospital and the controller was misplaced shortly after discharge and log files are unavailable.